Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead had high/unstable/unmeasureable thresholds. The lead was explanted and replaced. The right atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached depression, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached depression, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.